Event description:
During a cto per dr. (B)(6) "a fielder xt was brought, as was another 15 mm of segment outside the stent, to the distal cap and, because of the anatomic ambiguity, wanted to use a subintimal technique. However, we could not get the xt to exit the stent. As we tried to knuckle it, it entwined. As we tried to remove it, it was embedded in the stent tissue, and the tip was fractured off. The corsair had to be removed at the same time to remove the body of the guide wire."